Event description:
A patient reported he is experiencing severe halos 24 months post operative cataract surgery and implantation of a multifocal intraocular lens. Iols remain implanted with no plans to explant.

Manufacturer narrative:
The intraocular lens remains implanted. Halos are a known and labeled possible side effect of multifocal lens implant. The lens met all manufacturing specifications prior to release. Our investigation reasonably suggests this event is not manufacturing related.